Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found the e-tubing broke and a slight amount of blood leaking from a bd saf-t-intima¿ IV catheter safety system during the first day of infusion. There was no exposure, injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: one used unit was received for evaluation. It was microscopically inspected the returned unit and bd confirmed the presence of a cut in the extension tubing. The slide clamp was also inspected and no flash that may have damaged the tubing was observed. Based on sample evaluation and considering the cut in the pvc extension tubing after of use the device; since, clamp slide does not show flash within same, we cannot confirm or associate the defects to manufacturing process. This product is made manually and during the assembly, we do not use sharp objects. Clamp slide only is placed within of the pvc tubing, never is clamped. Pcv extension tubing does no showed stress marks by the clamp slide that could cause the reported defect. We could not to reproduce this defect with the clamp slide received. P-eura rm5942 show the procedures used to assemble this product. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.